Manufacturer narrative:
Philips service replaced the faulty 24v power supply and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray was unavailable due to a defective power supply on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.